Event description:
It was reported that during the ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the catheter insertion air ingress was noted from the flush port of the sheath. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is not expected to return for analysis as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.